Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.

Event description:
A home patient (hp) contacted baxter's technical service center regarding a system error (se) 2240 alarm that occurred on the home choice (hc) machine during dwell 3 of 4. The hp stated nothing unusual was noted with the supplies. The technical service representative (tsr) explained the alarm indicated air entered the set up and assisted with cycling power to clear the alarm. The tsr reviewed proper procedures per the user manual. On (B)(6) 2011 product surveillance spoke with the hp who confirmed he finished therapy with manual supplies. The hp stated he spoke to his nurse about the alarm. The hp stated since then everything has been going fine. There was no patient injury or medical intervention reported.